Manufacturer narrative:
Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced missing component of product . The following information was provided by the initial reporter. The customer stated: stage of the process at which the incident was detected: 1- sampling: before use / in packaging type of failure or nature of the incident: missing item. Description of the incident : absence of rubber at the stopper. Classification of the incident: 1- anomaly linked to a quality defect of the device. Precautionary measures taken: destruction of product. Incident category: category 1 - quality defect discovered before use.